Event description:
It was reported that there was oversensing in both atrial and ventricular leads when manipulated at pocket and there was a high sensing integrity count. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed with no anomalies found. Performance data collected from the device was analyzed and indicated oversensing. Multiple non-sustained tachyarrhythmia (nst) sensed events of less than 220ms between (B)(6) 2008 and (B)(6) 2009. Additional nst sensed events of less than 220ms on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. (B)(4) outer insulation breached; full lead was returned and analyzed. Blood/body fluid on proximal conductor and in/on helix mechanism. Outer insulation breached cut. (B)(4) outer insulation breached; full lead was returned and analyzed. Blood/body fluid on proximal conductor and in/on helix mechanism. Outer insulation breached cut. White substance found on outer insulation.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead developed a cosmetic depression while in vivo.